Manufacturer narrative:
Batch review performed on 08 may 2018. Lot 177251: 110 items manufactured and released on 09 february 2018. Expiration date: 2023-01-30. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size l + 4 reference 01.29.210 (k112115) lot 161058: 30 items manufactured and released on 18 may 2016. Expiration date: 2021-04-28 no anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully. Pathology results came back negative